Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, as balloon rupture occurred. The lesion being treated was located in an unspecified vessel. The physician advanced the 2.0x15mm apex balloon to the lesion and the balloon ruptured under nominal pressure. The procedure was completed with another 2.0x15mm apex balloon. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).